Manufacturer narrative:
Plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.

Event description:
A hemodialysis user facility has reported that during treatment a blood leak occurred. The leak was reported to be an internal dialyzer leak discovered in the arterial dialysate line. The machine alarmed. Test strips were not used to confirm the leak. Estimated blood loss was 250 cc. The pt had no adverse effects and no medical intervention was required. The pt completed treatment with a new set-up on a different machine. Sample is available for manufacturing evaluation and has been requested.

Manufacturer narrative:
Evaluation of the actual sample confirms the reported leak. The returned sample exhibits a delamination on the polyurethane (pu) potting compound on the cavity ID end of the dialyzer which was found during laboratory evaluation. The delamination in the potting extends underneath the silicone o-rings and compromises the seal between the polyurethane material and o-ring.